Event description:
It was reported that atrial undersensing was observed in a remote transmission on the implantable cardioverter defibrillator (ICD). There were no reported patient symptoms or consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that programming interventions were made. There were no patient consequences.